Manufacturer narrative:
After multiple follow-up communication attempts, the customer has stated they have none of the requested information and want the complaint to be closed. Complaint was unable to be confirmed. True root cause is unable to be determined with accuracy at this time. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "bovie was used on a pt's finger nail today. Two of them break mid procedure. They a both the same lot number".

Event description:
The complainant alleges, "bovie was used on a pt's finger nail today. Two of them break mid procedure. They a both the same lot number".

Manufacturer narrative:
Awaiting additional information and/or return of the reported device to complete the investigation.